Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had slightly dislodged when the patient shifted position post-operatively, resulting in elevated threshold. The lv lead was removed and a myocardial lead added in the lateral incision site of the chest. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.